Event description:
Iritis. Case description: a physician reported that a patient experienced iritis in left eye after the implant of a ceeon lens mod 913. The patient was suffering also from glaucoma and was treated with xalatan (latanoprost). At the time of the report patient's condition did not resolve. Follow-up 05mar03 and 12mar03 merged. The following new information has been provided: the adverse event iritis was treated with steroids. The reporting physician informed that steroids were administered with the aim of preventing a permanent visual impairment. Thus, the case was assessed by the company as serious due to required intervention to prevent permanent impairment. The reporter stated that the typical course of events in the patients they reported, is the relatively normal incidence and severity of iritis during the first week check-up (+1). At week 3 the cases that they reported were much more severe (+3) however the development of the event over time was not specified for the patient in this report. The reporter stated a theory that excess polish on the lens may have caused the iritis, referring to a case with another company's product some years ago. Reporter also reported that review of the hospital's procedures did not reveal any relevant changes in risk factors. Besides, a complaint investigation report reported the results from the investigation started at receiving the first series of complaints and focused on the first sixteen receiving complaints. No material was received. - manufacturing dates of all 33 complaints spanned the period: de01-novo2. - complaints were model independent. - complaint records revealed that no other complaints were received from the reported lots related to iritis. Lenses from these lots were also distributed to other countries (116 canada, 570 other). - an inquiry at other marketing companies about iritis problems regarding implanted lenses from these lot numbers revealed that there were no known adverse events. Iritis could be generated by the following factors: 1) mechanical factors: - lens type design: no relations to the design of the concerned complaint lens model 911, 913 and tecnis expected. Did not concern in-sulcus or iris clip designs. - manufacturing defects: ncr's reviewed: one ncr at incoming inspection on loops (form deviation). This ncr was settled and the loops were released. No other deviations were found in relation to iritis. Yield data were reviewed and no relation was found. Only one intraocular lens was returned from stock and no dimension deviation was found. Traceability review showed no patterns that indicated a common cause. - lens fixation: was not applicable (capsular bag placement). - haptic/optic uveal (iritis) chafing: no in-sulcus placement. The involved doctors were experienced surgeons. No loop shape deviations were identified/reported. 2) irritating compounds: - environmental control: records from the year 2002 were reviewed and no deviations were found. The environmental control consists of the following: air sampling (microbiological contamination), particle counting, rodac sampling (work benches), bioburden monitoring on post-sterilized products, monitoring of water quality (endotoxin, total organic compound, conductivity, ph, bioburden). Material batch records: the silicone batches and the raw material batches of haptics were verified and no deviations were found. 3) sterilization process: - sterilization batch records: the serial numbers of the complaints were all from different sterilization batches. From these batches the sterilization process and the sterility test results, included positive and negative controls were reviewed and showed no deviations. The spore strips and tsb medium used for the sterility test were verified and also showed no deviations. No deviations found to specific sterilization batches. 4) biocompatibility: change control system: the change control system during 2002 was reviewed and no material/process changes were implemented that could be related to these complaints. Based on the above arguments, a manufacturing related cause could not be identified. The reporting quality assurance stated that they would enter these complaints into a long-term database for aggregation of complaints and identification of possible trends. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contribute to the event.